Event description:
The handpiece was getting hot during the case. The exact details were not available. The customer did not know what was done in response to the problem, but thinks they continued use of the system to complete the case with no pt consequence.